Event description:
It was reported that guide wire coating peeling occurred. The target lesion was located in the distal anterior tibial artery. A 300cm v-14¿ controlwire® guide wire was advanced to the lesion and extended 1cm past the support catheter. The support catheter was advanced, the tip of the wire came in contact with the tip of the support catheter and prolapsed. The support catheter was advanced further with the prolapsed tip of the wire at the side of the support catheter and the tip of the wire kinked. At the location of the guide wire kink, there was peeled/separated coating. There was no detachment of the coating or distal wire detachment. The guide wire was removed without issue and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned in a generic plastic bag. The unit has distal tip damage, as part of overall visual revision. The device matches with the upn provided by the customer. Visual inspection was performed and the device presented distal tip kinked and partially detached at approximately 1.0cm to 1.2cm from the distal end exposing the corewire. There was no evidence of corewire fracture. All the outer diameter (ods) and guide wire overall length taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire coating peeling occurred. The target lesion was located in the distal anterior tibial artery. A 300cm v-14¿ controlwire® guide wire was advanced to the lesion and extended 1cm past the support catheter. The support catheter was advanced, the tip of the wire came in contact with the tip of the support catheter and prolapsed. The support catheter was advanced further with the prolapsed tip of the wire at the side of the support catheter and the tip of the wire kinked. At the location of the guide wire kink, there was peeled/separated coating. There was no detachment of the coating or distal wire detachment. The guide wire was removed without issue and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
(B)(4).